Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in clinic after patient notifier was delivered for an rv oversensing episode. During device interrogation, provocative testing and manipulation were done but was unsuccessful in reproducing noise. Connector anomaly was suspected. No actions were made due to the patient health status. Device remains implanted. Patient condition was stable.